Event description:
A non health care professional reported that following implantation of an intraocular lens (iol) the patient's eye sight was same as before surgery not improved. Additional information was requested and received stating the patient blurry vision was similar to before the surgery. Laser was tried to clean the inside of the lens. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Device not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).